Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens investigation is ongoing. Proper technique, sample handling technique and maintenance were reviewed with the customer. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results on the stratus cs for one patient. There is no report of injury due to this event.

Manufacturer narrative:
Siemens service went onsite. The system was performing within specification. The customer states that the system has been operational and running ctni assays without any further issues. The customer confirmed that patient results are within the limits of the sample results criteria. The customer declined to provide any further information. The cause of this event is unknown.